Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date for the treatment of incontinence. During the procedure, the introducer bent and the metal spike went through the plastic. Another like device was used. It was not reported how the procedure was completed. There were no adverse patient consequences.